Event description:
It was reported that a catheter revision took place at the proximal end due to a break, tear, hole in the catheter and prophylactic removal of the pump occurred to avoid in-vivo battery depletion. It was indicated that the pump was replaced and surgery went well and there was no complications. It was also reported that the patient was home and doing well and receiving effective therapy. The drug delivered via pump was lioresal.

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter found it was incomplete and returned in segments.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, lot# serial# (B)(4), implanted: (B)(6) 2006, explanted: (partial) (B)(6) 2012, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.